Event description:
Customer reported that she fell and the insulin pump is now damaged. Customer stated that the damage is that the screen is burnt brown and part of the plastic is off, the buttons on the keypad move, the battery compartment is gray and the drive support cap is sticking out. Blood glucose was 220 mg/dl; current value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No brown discoloration on the screen, gray color on the battery area or button movement was noted. The drive support cap sticker was not loose and the drive support cap was normal and recessed. The insulin pump was received with cracked and bleeding display glass. The functional tests could not be performed due to the display anomaly. The insulin pump had a severely cracked case, scratched reservoir tube window, and a shifted end cap sticker.